Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Hardware parts were replaced. A system checkout was performed and the system is working as intended. The pca 9733600 I/o hub enclosed (lot/serial# (B)(4)) was returned for analysis. Analysis found no failure. The returned I/o hub was found to be fully functional per wi-n-22-14 testing. There was no problem found. The cable 9733575 ext scu to r/a psu (lot/serial# (B)(4)) was returned for analysis. Analysis found no failure. The returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. There was no problem found. The psu 9733437 polaris spectra (lot/serial# (B)(4)) was returned for analysis. Analysis found no failure. The returned psu was found to be fully functional when connected to a known good system. The psu passed an accuracy test (aak) at .14 mm with a passing threshold of .35 mm. A check of the event log did not reveal any adverse events. There was no problem found. The scu 9733438 polaris camera (lot/serial# (B)(4)) was returned for analysis. Analysis found no failure. The returned scu was found to be fully functional when connected to a known good system. A check of the event log did not reveal any adverse events. There was no problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a software analysis was initiated. However, the software evaluation found that the issue is not a software issue. The software was functioning as designed since the cables were re-seated and the system tested fine for 3 days with no errors. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that the camera was not tracking the instruments. The system started up as expected, but after some time, the camera "re-initializes" multiple times, then stops tracking the instruments and constantly rendering the system unusable. There was no "localizer not connected' message. The camera still had power and the led's lit as expected. If the polaris spectra system control unit (scu) was manually turned off and then back on, it will track for approximately 2 minutes then stop tracking. There was no patient present when the issue was observed. Additional trouble shooting was performed by the medtronic representative. The cables to the io hub were re-seated and the system has tested fine since with no errors. It was reported that the fault reoccurred, the camera was constantly reconnecting to the polaris spectra system control unit (scu).

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that the camera was not tracking the instruments. The system started up as expected, but after some time, the camera "re-initializes" multiple times, then stops tracking the instruments. There was no "localizer not connected' message. The camera still had power and the led's lit as expected. If the polaris spectra system control unit (scu) was manually turned off and then back on, it will track for approximately 2 minutes then stop tracking. There was no patient present when the issue was observed. Additional trouble shooting was performed by the medtronic representative. The cables to the io hub were re-seated and the system has tested fine since with no errors.